Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad was unresponsive. The customer¿s blood glucose level was unknown. The customer also reported that the time clock advanced. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. (B)(4).